Event description:
Event description guidant received information that this pacemaker had ventricular inhibition due to noise on the ventricular channel. The noise was reproducible with isometrics. Additionally, several ventricular tachycardia episodes were stored and the patient reported symptoms during these episodes.